Event description:
Father of pt, reported the following events: on 1/23/1998 pt's hematocrit was 13 when checked at home, at the clinic it was 14 and the clinic had pt. Admitted to hosp where he received 6 units of packed red blood cells over a period of seven days on a regular medical-surgical unit. Upon discharge pt's hematocrit was 29.1. Father noted that the only symptom noted was that the pt. Was pale.